Manufacturer narrative:
(B)(4). Section g4: rd900agu is not sold in the USA but it is similar to a product which is sold in the USA, rd900aeu. The 510(k) for that product is k971695 fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in germany reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: rd900agu is not sold in the USA but it is similar to a product which is sold in the USA, rd900aeu. The 510(k) for that product is k971695 method: the complaint rd900 neopuff infant resuscitator was received at fisher & pakel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were not turning smoothly. The device was disassembled, and it was found that there was excessive grease on the valve adjustment knob which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p healthcare has completed the failure investigation for the reported complaint. As a result, an update to grease application process was performed to avoid the grease catching on the housing.

Event description:
A healthcare facility in germany reported that the valve of a rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.